Event description:
During an in-clinic follow-up, noise leading to oversensing, loss of capture, and r-wave amp variation were noted on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise leading to oversensing, loss of capture, and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead revealed no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts within the lead. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion breaching the optim sheath was noted at proximal region, which is consistent with friction to the device can. The insulation underneath was intact.